Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report. Not returned to manufacturer.

Event description:
Removal of hardware. Left hip revision left total hip replacement.